Manufacturer narrative:
Like to note that the customer has not been compliant with treatment (aligners are from 2021) and this likely contributed to the issue. Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced tooth loss. Which tooth that is loss is not exactly known. Patient stated that a rear tooth fell out. They also reported that they experienced loose teeth. It should be noted that patient has not been compliant with treatment and this likely contributed to the issue. Multiple requests for additional information have been requested from patient with no reply from patient. Aligner treatment discontinued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.